Event description:
Customer reported that the screen on their pump was broken, unreadable and unresponsive. There was no reported adverse impact to the customer's blood glucose level. A replacement pump has been arranged for the customer.